Manufacturer narrative:
The pump no button response due to flattened dome switch on esc button (creased). The pump had a cracked reservoir tube lip, scratched display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Analysis was unable to confirm excessive no delivery alarms due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 457 mg/dl. Mother states the esc button no longer works, there is a constant no delivery alarm and the battery cap is missing. She states the esc button jams down and is hard to push. The pump was not exposed to a strong magnetic field. The device will be returned for analysis.